Event description:
The patient reported that the up, down, and ok arrow buttons were not activating desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation revealed contamination under the keypad button contacts. The buttons were intermittently activating pump functions when pressed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.